Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 30 (mg/dl) at night. Reportedly, the contact believes that the cause of the low bg level was due to the customer being an athlete and being more active after school started. Juice was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.